Event description:
On (B)(4) 2011, a nurse practitioner reported that the vns patient had recently been implanted on (B)(6) 2011 and had developed an infection at their vns incision site. Whether or not the infection was located at the neck and/or chest incision site was not specified. The nurse reported that the patient was referred to their surgeon to handle the infection. The manufacturer's consultant made good faith attempts to obtain additional information but no further information was provided by the surgeon. The consultant reported that the patient did not have the vns explanted because the operating room scheduler would have informed her of the surgery if it had occurred. Review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution. If additional information is received, it will be reported.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.